Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned stuck in an introducer sheath and loaded on a 0.014¿ guidewire. The sheath is bunched up and the housing is bent and damaged. The distal end of the guidewire is kinked and prolapsed and the guidewire lumen is ripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with an 018 non-medtronic (asahi gladius) guidewire during procedure to treat a calcified lesion in the patients left mid superficial femoral artery (sfa). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure with an issue noted. Over rotation of device was reported. Embolic protection was not used. The vessel was pre-dilated. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was not encountered when advancing the device. Removal difficulties were reported. The device was pulled with resistance and removed successfully in tandem without injury/intervention. No vessel damage reported. The device was safely removed from patient. Radial access was obtained for final imaging and procedure was completed. No patient injury reported.